Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, falsely low vancomycin patient result on a dimension vista 500 instrument. Based on the information provided, assay calibration and quality control results recovered within acceptable ranges. The instrument filter data displayed consistency between the discordant patient sample and its repeat as well as all other vancomycin patient results generated that day. There was no indication of reagent contamination. Normal troubleshooting was completed on the instrument which included cleaning the aliquot probe and aliquot drain. A precision check following normal troubleshooting recovered values within the maximum observed repeatability limits. The cause for non-reproduced vancomycin result is unknown, however sample handling or pre-analytical sample handling cannot be ruled out as a potential cause. The customer is fully operational. No additional discordant results were reported. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s) and questioned. The same sample was retested on the original instrument and alternate dimension vista 500 instrument, resulting higher. The higher repeat result was reported to the physician(s) as the corrected result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant low vancomycin result.